Event description:
Health professional reported an alleged lap-band access port that was "leaking where the port connects to the tubing." Follow-up findings: the pt reported experiencing vomiting and "couldn't hold food down." Upper gastrointestinal radiography was performed and the surgeon found pouch dilation and band slippage. A band (only) revision was performed. At a later date, the pt came into the office with no restriction and complaining of hunger. No fluid was found in the device. Additional radiography (x-ray) including a barium swallow was performed. The port (only) was removed and replaced.

Manufacturer narrative:
(B)(4). The product associated with his report has been returned; however, has not been initiated at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. Band slippage, pouch dilatation, and vomiting are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."